Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two leads implanted with the same lot number. It was reported the patient was not receiving effective stimulation. An sjm representative met with the patient and lead diagnostics noted autoreducing on lead two using electrodes 9-16 and high impedances. Reprogramming was unable to resolve the issue. The patient had suffered a fall the same time the loss of stimulation occured. The patient underwent surgical intervention where the physician removed the one lead and attempted to place a new lead. The physician was unable to place the new lead and decided to remove both leads. The ipg was left implanted and the patient will be referred for a paddle placement.